Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed the oxygenator had a leakage on the side. As per the subsidiary, they had to change the oxygenator, keeping the rest of the pack, as it was already mounted. Thus, the original oxygenator was not used. This caused a short delay during the procedure due to the modifications made. There was no harm for the patient (adult) nor blood lost. No health consequences or impact. Product was changed out. Procedure completed successfully with a short delay.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Manufacturer narrative:
His follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 28, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added lot number and expiration date) g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). The affected sample was not returned for evaluation; therefore, a thorough could not be performed. A photo was provided; however, it only shows one small droplet on the outside of the oxygenator housing, and it cannot be confirmed where it originated from. Without a returned device or additional information provided, a thorough investigation cannot be performed, and a definitive root cause could not be determined. One potential lot information has been input in d4 and h4, the other potential lot information is listed here: 3zz*fx25reca lot 4e22a. Dom: (B)(6) 2024. Exp: 03/31/2027. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.